Event description:
It was reported that before use, the batteries were not charging in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) assigned to evaluate the iabp unit was able to resolve the issue over the phone. The stm reported that they were not able to duplicate charging issues with the unit, and that the unit began charging as soon as it was inserted appropriately in the cart. The iabp was cleared for clinical use. The full name is: (B)(6).

Event description:
It was reported that before use, the batteries were not charging in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.